Manufacturer narrative:
Report received was the event occurred on (B)(6) 2015 while end user was waiting outside of the rehab clinic. End user drove off the sidewalk and the wheelchair tipped forward and landed on her. Eye witnesses stopped to help place wheelchair upright, lifting end user off the ground and back into the wheelchair. The end user then drove herself around the rehab clinic and to the ER where she was diagnosed with having a broken femur. End user reported to the therapist that she drove off of the sidewalk thinking there was a curb cut at that point. The subsequent drop (approx 6") caused the chair to tip over. End user reported that this was a misjudgement on her part and the power wheelchair was operating normally. Page 10 of the m300 owners manual relays warnings to use extreme caution when driving near unprotected ledges, drop-offs or on elevated surfaces. Unintended movement or excessive speed in these areas can lead to personal injury or property damage. Do not drive the wheelchair over any curbs or edges higher than 3 inches". User error.

Event description:
Received report that end user maneuvered chair off of a sidewalk which allowed the chair to tip over with end user in seating. Report stated that client suffered a broken leg as a result of the incident.